Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. The customer reported that the issues were resolved by replacing the user interface assembly.

Event description:
The customer reported an led (light emitting diode) failed alarm and a dim display. There was no patient or use harm reported. The event date was not specified; estimate used.